Manufacturer narrative:
The pipeline device will not be returned for analysis as it was implanted in the patient. The cause of the embolic stroke was not re ported. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Lin, n. Et al (2016). Treatment of distal anterior circulation aneurysms with the pipeline embolization device. Neurosurgery. 2016 ju l;79(1):14-22. Doi: 10.1227/neu.0000000000001117. Mdrs related to this article: 2029214-2016-00453 2029214-2016-00454 2029214-2016-00455 2029214-2016-00456 2029214-2016-00457 2029214-2016-00458.

Event description:
Medtronic received information from literature review that a patient experienced an embolic stroke after pipeline implantation. The patient presented with a history of a few weeks of headache and progressive left eye visual loss. Formal visual field testing de monstrated nasal hemianopsia of the left eye. Brain MRI demonstrated a mass compressing the left optic nerve. Diagnostic angiogram showed a large aneurysm arising from the left a1 anterior cerebral artery (aca). The aneurysm measured 12.3x14.1mm. The aneurysm was unruptured and dissecting. The patient refused craniotomy and surgical clipping. Because of the optic nerve compression, pipeline and adjunctive coiling would not optimally alleviate the mass effect. The patient underwent partial coiling (with undersized 0.018in coils) and placement of a pipeline device. There were no device issues noted during the procedure. Post-procedure angiogram showed sluggish residual filling of the aneurysm dome and significant contrast stasis. One day post-procedure, the patient developed right hemiparesis and was found to have an embolic stroke in the left aca territory. The patient was treated with administration of an eptifibatide bolus and made a good recovery with only mild right arm weakness. Six-month post-procedure digital subtraction angiography (dsa) showed a patent pipeline and no residual filling of the aneurysm. The patient reported improved left eye vision. The patient made a good recovery with an mrs of 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.